Manufacturer narrative:
The returned sample was visually inspected and was found to be non-conforming with the probe needle severely bent at the stiffener and foreign material on the probe needle and around the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. During disassembly the inner cutter broke off while trying to extract it from the bent needle, therefore the wear evaluation and further evaluation of the inner cutter could not be performed. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation confirms the probe had actuation and cut failures. The most likely root cause for the actuation and cut non-conformances is from the bent needle. A damaged inner cutter can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. An exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation and cutting failure of the probe occurred during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.